Manufacturer narrative:
(B)(4). Batch # n54p3f. The analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did the device fully cut and not staple? The device (pph03) fully cut and did not staple. The staples fell out of the device during surgeon firing. How was the device ¿not effective¿? It did not staple. How was the case completed? Surgeon use sutures instead of pph03.

Event description:
It was reported that during a hemorrhoidectomy procedure, the surgeon uses the device and applies to the tissue and fires it. The device was effective, it can¿t work. The device's reload staples fell to the ground. This is the new reload, not reused. There were no adverse consequences for the patient.